Event description:
It was reported that the user disconnected from therapy during travel, then reconnected the ilet pump with new supplies and a new sensor and experienced elevated glucose readings, with an initial reading around 297 mg/dl and later trending at 268 mg/dl after carbohydrate intake; the device had previously powered off and the user transitioned to fingerstick management before completing ilet setup and returning to automated mode, with no specific device component implicated and insufficient information to identify a device problem. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.